Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after successfully inserting four va screws using a guiding block and a torque driver at a peripheral part, when the surgeon was inserting another va screw, probably 12mm one, into a hole in the second row at the radius side, it went deeper than usual, as he felt that the angle of the screw had been changed while the torque driver was going to be idled. Surgeon tried to remove the screw in a usual way but could not do it. Surgeon eventually removed it while he meshed the screw with the driver at an angle to the plate or the bone. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the investigation shows that the locking thread is badly damaged due to mechanical misuse. We have to assume that too high applied mechanical force may have caused the damage. Reviewing the manufacturing and material documentation shows conformity as well. No product fault could be detected. The date of implant was reported as (B)(6) 2012; the device was not implanted, therefore, the date of implant is n/a.